Manufacturer narrative:
As of (B)(6) 2022 aso evaluated unused returned product for adhesion properties. In addition, aso reviewed records of biocompatibility tests. Refer to this report for further details.

Event description:
Consumer stated on (B)(6) 2022 that product caused her a reaction like a burn. Consumer returned customer information request (cir) on (B)(6) 2022. Consumer stated that the issue was with the tape area. Consumer sought medical attention. Consumer stated that doctor diagnosed as contact dermatitis and cortisone cream was prescribed. Consumer also informed that the symptoms corrected after she stopped using the product.

Event description:
Consumer stated on (B)(6) 2022 that product caused her a reaction like a burn. Consumer returned customer information request (cir) on (B)(6) 2022. Consumer stated that the issue was with the tape area. Consumer sought medical attention. Consumer stated that doctor diagnosed as contact dermatitis and cortisone cream was prescribed. Consumer also informed that the symptoms corrected after she stopped using the product.

Manufacturer narrative:
As of 09/12/2022 aso evaluated unused returned product for adhesion properties. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details. As of 12/21/2022 aso evaluated retained samples for adhesion properties. Refer to section b.6 of this report for further details. Code added in type of investigation: 11.